Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the touchscreen would not calibrate on the right side of the screen. The fse replaced touchscreen to resolve the reported issue. Touchscreen calibrates as expected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not calibrating and unit needs preventative maintenance (pm) service. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer informed that he has replaced the touchscreen and problem persists. Customer requesting onsite service to replace the touchscreen and perform pm service. The rse dispatched a field service engineer (fse) to site for service and repair. The investigation is ongoing.